Manufacturer narrative:
No samples were returned for eval for "burr on tip". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for "burr on tip" cannot be determined from this eval. All single use I/a tips are 100% visually inspected prior to their release. (B)(4).

Event description:
A customer reported burns on the tips of the irrigation/aspiration (I/a) handpiece. The tip was exchanged and the surgery was completed with no impact to the pt. Additional info was received from the customer reported that the burrs on the tips were observed under the microscope during surgery.